Event description:
The patient's mother reported that the keypad was intermittently unresponsive. The buttons have to be pressed multiple times to elicit a response from the keypad. The reporter denies damage to the keypad but does look worn. Additionally, the buttons do not click and spring back normally.

Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the keypad appeared to be intact with no lifting or peeling. All of the keypad buttons were intermittently responding and required excessive force to activate. The keypad was removed for further investigation and all of the key contacts were observed to be inverted and did not always spring back. There was also evidence of keypad adhesive found under all key contacts.